Event description:
It was reported that the insulin pump fell into the water. Customer started using the holiday insulin pump. Blood glucose value is 3.1 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Device had moisture damage on electronic assembly and on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.